Event description:
Technical services received a call on (B)(6)2012. Caller reported the atrial was dislodged and repositioned today. Caller learned about this today as in the procedure. Caller does not know when the physician first learned about it. Procedure at (B)(6) with dr.(B)(6). They were able to reposition the lead without issue today. Patient had no symptoms or adverse effects other than the need to have another procedure to reposition the lead. The lead was implanted on (B)(6)2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).